Event description:
The suspect usb cable was received by the manufacturer, but analysis has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse practitioner's tablet was having communication issues. The company representative was receiving an "error establishing communication" message when attempting to interrogate his demo 106 with the treating medical professional's programming system. The 9v battery was tested and the light stayed on for 25 seconds. The tablet was not plugged in, helping to eliminate emi. The wand was repositioned. The usb cable was then unplugged and plugged back in. The company representative waited 15 seconds before attempting to interrogate again but was again unsuccessful. The company representative was able to successfully communicate with his programming system. His programming wand and usb cable were connected to the office's tablet, and he was able to successfully interrogate. He then used his wand with the office's usb cable and tablet and was unable to interrogate. A replacement usb serial cable was provided. The suspect usb cable has not been received for analysis to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.